Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00673. It was reported the patient underwent a permanent procedure on (B)(6) 2017 and implanting the leads was very difficult and resulted in the patient sustaining two csf leaks. The case was extended approximately 25 minutes and abandoned. Surgical intervention is pending to implant a paddle lead.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00673. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where a new lead was implanted. The csf leak that previously occurred resolved after laying flat, fluids and caffeine post-surgery. There were no symptoms of the csf leak on the day of the lead placement (B)(6) 2017.